Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon detachment and vessel dissection occurred. The target lesion was located in the iliac vein. After two wallstents were deployed, 16x4 and 14-4/5.8/120 xxl¿ vascular balloon catheters were used for post-dilation. The 14-4/5.8/120 xxl¿ balloon was deflated and when it was pulled out of the sheath, the distal half of the balloon had ripped off but remained on the wire. The device was retrieved with a snare. As the physician was pulling out the broken part, a tear was noted in the patient's vein. The physician did a cut down to resolve the issue and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified a kink at 31.3cm distal to the strain relief. A break was present in the shaft along with a balloon longitudinal tear with complete circumferential tear. The break in the shaft was located at 3.2cm proximal to the tip. Both sections of the shaft were severely stretched. A complete balloon circumferential tear was located in the balloon over the lapweld site. The distal section of the complete balloon circumferential tear exhibited a longitudinal tear. The longitudinal tear stretched from the site of the circumferential tear and extended distal for 5cm in total length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon detachment and vessel dissection occurred. The target lesion was located in the iliac vein. After two wallstents were deployed, 16x4 and 14-4/5.8/120 xxl¿ vascular balloon catheters were used for post-dilation. The 14-4/5.8/120 xxl¿ balloon was deflated and when it was pulled out of the sheath, the distal half of the balloon had ripped off but remained on the wire. The device was retrieved with a snare. As the physician was pulling out the broken part, a tear was noted in the patient's vein. The physician did a cut down to resolve the issue and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.